Manufacturer narrative:
A ge service rep performed an onsite investigation. The voltages were checked. Circuit boards and the connector were replaced. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system would not complete the boot up process and the voltage appears to be low. No pt injury was reported.